Event description:
Pediatric pharmacy found what looks like a hair inside the packing of neomed oral syringe, 6ml. We do utilize this syringe in our IV room at times to prepare certain medications since this oral syringe is sterile. Manufacturer response for oral syringe, neomed oral syringe, 6ml (per site reporter).